Event description:
It was reported that the patient was deemed to be receiving inappropriate shocks so the patient was bought in for review and upgraded to a dual chamber device. At the implant procedure the right lead impedance was >3000 ohms through the device initially but only 440 ohms through the analyzer then 1300 ohms when reconnected to the device. Through the analyzer the egms were fine but through the device were very noisy. The clinician felt that maybe there was some sort of connector issue in the header. The physician also decided to change the lead just in case.